Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, it was reported by a nurse that the patient experienced inaccurate cgm values which occurred four days after the sensor had been inserted in the arm. According to the report, the patient experienced loss of consciousness despite the cgm reading being normal (estimated glucose value not provided). No glucometer was available, so the bg was not taken. The patient was treated with glucose gel and emergency medical service was called. Upon their arrival, the bg was 120 mg/dl after treatment, without mention of the cgm estimated glucose value. There was no documentation of further medical evaluation or intervention for hypoglycemia. Of note, the patient underwent workup for cardiac and stroke during 2-day hospitalization which were normal. At the time of the report, the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2023. On (B)(6) 2023, a nurse reported that the patient experienced inaccurate cgm values 4 days after the sensor was inserted in the arm. The patient experienced loss of consciousness for 10-15 minutes despite the cgm reading being normal (cgm reading was not provided). No glucometer was available, so the bg was not checked. Emergency medical service was called, and the patient was treated with a sweetener and came to but remained weak. The bg was 120 mg/dl after treatment. The cgm reading was not mentioned at that time. According to the patient, the sugar levels were not matching (bg and cgm reading were not provided). The patient was transported to the emergency department via ambulance where he received further treatment for an unspecified IV. Of note, the patient underwent workup for cardiac and stroke during the two-day hospitalization which came back as normal. At the time of the report, the patient was fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that fall within the a zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).